Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the ventralex st (device 3). An additional supplemental emdr was submitted to represent the ventralex st (device 1). An additional emdr was created to represent the ventralex st (device 2) in gcs. Note, the manufacturing date (15-feb-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2016 ¿ patient underwent hernia repair with implant of ventralex st (device 1). (B)(6) 2017 - patient was diagnosed with incarcerated ventral hernia and recurrent chest lesion thereby underwent open repair with implant of ventralex st (device 2). Per op notes, ¿midline incision was made just above or superior to the umbilicus. The inflamed hernia sac was identified with some preperitoneal fat and the preperitoneal fat was excised with sac. A ventralex st (device 2) was placed and sutured. A recurrent chest lesion was excised.¿ (B)(6) 2020 - patient was diagnosed with ventral hernia and umbilical hernia thereby underwent open repair with implant of ventralex st (device 3). Per op notes, ¿prior infraumbilical incision was incised. The umbilical tissues were moved away superior and anterior to fascia. A small umbilical defect was noted. To the right side just inferior to the umbilicus, there was another defect that contained some fatty tissues. Both defects were connected. The fatty adhesions were dissected. A ventralex st (device 3) was placed and sutured.¿ (B)(6) 2020 ¿ patient underwent colonoscopy. (B)(6) 2020 - patient was diagnosed with cellulitis, abscess and pain thereby underwent open repair with incision and drainage of abscess. Per op notes, ¿at the base of the umbilicus, there was a small opening present with some pain and drainage. The base of the umbilicus was opened. There was a moderate sized cavity underneath with some fluid present. Fluid was drained overnight. The wound was packed and dressed.¿ (B)(6) 2020 - patient was diagnosed with infected abdominal wall mesh thereby underwent open repair with excision of ventralex st (device 2 and 3). Per op notes, ¿elliptical incision was made around the umbilical tissue and prior scar. The skin was excised. Approach towards the midline and then came down on top of umbilicus where the prior repair had occurred. The mesh (device 2 and 3) was excised along with tissues. A moderate amount of edematous fluid was drained. Omental adhesions to the small bowel were lysed from the peritoneal surface of the mesh. All the mesh (device 2 and 3) were excised entirely and removed. The primary closure was performed with sutures.¿